Event description:
A report was received that during a trial implant procedure, when the physician inserted the needle, the pt jumped, which resulted in a csf leak. The physician aborted the trial and did a saline patch. The pt healed with no additional treatment given.

Manufacturer narrative:
This is the final report.